Manufacturer narrative:
(B)(4). The liberty cycler was not returned or replaced against the customer experience. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient reported having peritonitis. Follow up with the patient's peritoneal dialysis nurse confirmed that the patient was hospitalized on (B)(6) 2016 for peritonitis and was released from the hospital on (B)(6) 2016. Peritonitis was attributed to the patient not following proper aseptic technique when performing peritoneal dialysis treatments. Patient was treated with vancomycin and has recovered.